Manufacturer narrative:
Eval summary: no data regarding product identity was received, no lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, the shunt remains implanted. The condition of the product could not be verified. Additional info has been requested. No additional info is expected. (B)(4).

Event description:
A surgeon reported a reduction in corneal endothelial cells, ten days following a glaucoma device shunt implantation. The surgeon suspected viral keratis but could not rule out the possibility of the shunt causing the event. Additional info is not expected.